Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The service engineer (se) inspected the device. The se confirmed the reported issue and found no visible damage to the button. The se also found that the touchscreen generated a touch screen failure error code. The se replaced the keypad overlay, the touch frame and the power status overlay as a precautions. The ventilator passed all testing.

Event description:
It was reported that the ventilators accept button was not working. No patient involvement. Event date not specified, estimate used.